Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. Reportedly, the patient was complaining of pain and wound dehiscence was confirmed. Redness around the pocket was also noted. The wound was then cut opened, and a large amount of pus was noted as well. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The implantable lead was explanted.